Manufacturer narrative:
The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that there was a date software error during a test. No additional information. No patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they reflashed software 9.17.0.22 version due to 13.1033.149 error.replaced broken ail sensor chips, damaged bottom rear case, corroded right and left iui. The failure code othe was used to track the alaris pump software version as received from the customer and the software version when device was sent back to the customer. It does not reflect a device failure or represent any risk to the patient. A review of the device history record showed the device had a manufacture date of 26dec2016. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, service determined that the probable root cause of the reported issue was due to software issue of the logic board- software fault reflash(error code 13.1033.149). During servicing we identified os interrupt which constitutes a reportable malfunction. There was no patient involvement. ¿review of the pump module error logs confirmed the software failure was present in the logs. ¿reflash of the device software and subsequent functional testing the pump module functioned properly with no further software failures occurring. A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that there was a date software error during a test. No additional information. No patient involvement.

Manufacturer narrative:
The affected device has been received. And an evaluation is pending. A follow up report will be submitted, once the evaluation is completed. H3 other text: the affected device has been received. And an evaluation is pending.

Event description:
It was reported, that there was a date software error, during a test. No additional information. No patient involvement.